Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked total parenteral nutrition (tpn) around the filter during patient infusion. The patient had been on a 24-hour infusion of tpn and arrived for disconnection/connection to find that the patient had already disconnected. The patient stated that the tpn had been leaking and therefore they disconnected themselves. Upon investigation, it was observed that the leak was coming from the set around the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.